Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported that patient underwent right total hip arthroplasty on an unknown date. Subsequently, patient was revised on the right side on (B)(6) 2009 due to loosening of the acetabular cup.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided: product identification/expiry date, date implanted, manufacture date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2014-00613 & 03433 / 03435).

Event description:
It was reported that patient enrolled in a clinical study underwent right total hip arthroplasty on an unknown date. Subsequently, patient underwent a revision procedure on (B)(6) 1993 for unknown reasons. It was further reported patient underwent an irrigation and debridement procedure on (B)(6) 1995 and a radical debridement procedure on (B)(6) 1997. Clinical data received suggests all components were removed for infection and patient underwent a reimplantation procedure on (B)(6) 1997. Patient underwent a secondary wound closure procedure on (B)(6) 1997. It was further reported patient underwent a revision for unknown reasons on (B)(6) 2002. Subsequently, patient was revised on the right side on (B)(6) 2009 due to loosening of the acetabular cup and bone loss.

Manufacturer narrative:
This follow-up report is being filed to relay product identification, which was unknown at the time of the initial medwatch.